Manufacturer narrative:
Additional information: d10, h3, and h10. The device was received for evaluation. Visual inspection with naked eye of the product showed that the inner part (conus) of the blood port was missing. The reported failure could be confirmed. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however four pictures were received for evaluation. The visual inspection on two photos showed a defective inner part of the blood port. The reported defect could be confirmed. The cause was manufacture related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The visual inspection of the provided photos shows on two photos a defective inner part of the blood port. The reported defect could be confirmed. The most likely cause of the defective inner part of the blood port is damage caused by a connector unit on the blood side of the dialyzer during manufacture of the product.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from both ends of the connector of a polyflux 210h dialyzer. The leak was observed two hours into patient treatment. It was reported that the luer connector (the screw thread part) seemed to be shorter than usual. The product was replaced and a new product was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.